Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control evaluated the customer's device as part of a regularly scheduled preventative maintenance (pm) when it was observed that the unit rebooted by itself mid-charge, during an attempt to shock. There was no patient use associated with the reported event. Physio observed that when attempting to charge the device to 360 joules that the device rebooted by itself at around the 200 joule level. The reported issue occurred intermittently, but was duplicated multiple times.

Manufacturer narrative:
After additional testing of the customer's device, physio-control was not able to further duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.